Event description:
It was reported that a home patient (hp) experienced a high drain alarm during drain 1 of 4. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The hp stated that when he connected he forgot to open the transfer set. Troubleshooting revealed a 2000ml manual fill was performed prior to the start of therapy while the initial drain alarm was set to 0ml. A technical service representative (tsr) explained the high drain alarm and proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned and analyzed. The presence of the high drain alarm was identified in the event history log review. No abnormalities were identified during visual inspection. The power on self-test was completed with no issues noted. A one hour therapy was performed successfully. Should additional relevant information become available, a supplemental report will be submitted.